Event description:
Customer reported a malfunction code displayed on their device. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and the customer successfully reset it without recurrence of the malfunction code. Customer was advised to continue using the pump and to contact support if the issue reappears.